Event description:
It was reported that on (B)(6) 2024, a 32mm amplatzer septal occluder was selected for implant. During the procedure, while deploying the device, it presented in a cobra deformation. The device was never detached from the delivery cable. There was no interaction with cardiac structures or angulation/kink in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. The patient has been discharged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Image was received from the account which appeared to show the device deformity inside the patient; however, the device deformity did not confirm during returned device analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 32mm amplatzer septal occluder was selected for implant. During the procedure, while deploying the device, it presented in a cobra deformation. The device was never detached from the delivery cable. There was no interaction with cardiac structures or angulation/kink in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. The patient has been discharged.